Manufacturer narrative:
Additional info will be provided once investigation is completed.

Event description:
The device was used during a case knee arthroscopy, the blade broke off at the end of barrel. The surgical tech was operating the device. There was another device immediately available for use. The procedure was completely successful. No adverse consequences to the pt blade did not break off in the knee.